Event description:
Event description guidant received information that this left ventricular pacing lead was explanted after it became dislodged. The patient had an extreme case of twiddler's syndrome and twisted the device in the pocket winding the lv lead around the device causing the distal end of the lead to end up in the superior vena cava.